Event description:
A lifecor territory manager (tm) contacted lifecor customer support to report that, while he was trying to program a monitor, he could get the pt's first name into the monitor but not his last name. The tm stated that he would talk to the lifecor pt service rep (psr) to see if he could get the last name programmed. The psr contacted support to report that he noticed the back response button was sticking. Support asked for the return of the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor had a front response button that was inoperative. It was replaced. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the fault response button. The pt received a replacement monitor.